Event description:
It was reported that on (B)(6) 2011 the patient presented with lumbar canal stenosis, l3-4, s/p posterolateral fusion, l4-s1. The patient underwent decompressive laminectomy l3-4, posterior lumbar interbody fusion, l3-4 with cynch cages packed with rhbmp-2/acs, posterlateral fusion l3-4 with morselized local autologous bone graft, autologous bone marrow stem cells, pedicle screw instrumentation l3-4. On (B)(6) 2011 the patient presented with low back pain. Was diagnosed with lumbar stenosis <(>&<)> spondylosis, ddd. Patient was given tramadol. On (B)(6) 2011 patient presented with c/o significant low back pain. On (B)(6) 2011 patient continues to c/o low back pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
Patient underwent a revision surgery in (B)(6) 2015.